Event description:
Additional information was received that this patient who's device had previously declared eol, had a remote monitoring reminder that device still needed to be replaced as the patient is pacemaker dependant. The field representative noted that the patient was in poor health, which is why the device had not been replaced. Boston scientific technical services (ts) was consulted about the amount of pacing remaining. Ts noted that post eol, pacing is not guaranteed and could not predict how much pacing was remaining.

Manufacturer narrative:
A device replacement procedure will likely be performed in the near future. No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the hospital due to exhibiting end of life (eol) behavior along with displaying a fault code. No adverse patient effects were reported.